Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.

Event description:
The customer reported an incident of a leak when using the interlink extension set. The facility attached a needless syringe and clave product to the interlink injection site and observed a leak. It is unclear which mating component was associated with the leak. Additionally, the customer did not intend on using the interlink extension set but ordered the incorrect product. This incident occurred during setup. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Sample is not available for evaluation. A labeling review found the label contains the appropriate cautions, warnings and directions for use. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Complaint no: (B)(4).

Manufacturer narrative:
No deviations were found in the batch review. The sample is available for evaluation; however, the sample has not yet been received by baxter. Upon completion of the evaluation, a follow-up report will be submitted to provide the results. (B)(4).